Event description:
The customer reported that the system's left monitor had poor image quality. No pt injury was reported.

Manufacturer narrative:
A ge svc performed an onsite investigation. The left monitor was replaced. The sys was tested and found to be working as intended and put back into svc.